Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a system controller exchange was performed. It was said that the patient was changing from wall power to battery power when the system controller began to alarm "connect to power". The patient attempted multiple power sources, and they were receiving the same alarm. They finally opt to exchange the system controller and the alarm resolved. It was noted that the sticker on the system controller was worn and the serial number of the affected controller was obtained after connecting to the monitor. Visual inspection revealed no bent pins but a tiny "nick" was seen in the top layer of coating on the white power cable. It was later reported that the cause of the connect to power alarms was not identified.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms, worn external serial number label, and damage to the white power cable was confirmed during evaluation of the returned heartmate 3 system controller. On (B)(6) 2026, the downloaded controller event log file captured intermittent atypical power cable disconnect alarms due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. Multiple low voltage hazard alarms were also captured at this time when the white power cable was disconnected while an atypical power cable disconnect alarm was active on the black power cable. The alarms were active until the driveline and both power cables were disconnected, which is consistent with the controller exchange. The returned system controller, serial number (B)(6), was visually inspected and the external serial number label was observed to be missing. A small cut to the outer jacket was confirmed near the controller bend relief of the white power cable. The controller was connected to a test power module and mock circulatory loop and an atypical power cable disconnect alarm activated on the black power cable. Log files were downloaded and the atypical power cable disconnect alarms were determined to be due to the rsoc voltage on the black power cable fluctuating below the alarm threshold. The system controller was opened and visually inspected at the component level to be physically unremarkable. The resistance of the underlying wires in the black power cable revealed electrical open loop on the brown (rsoc voltage signal) wire. The power cables were exchanged with test power cables and the alarm resolved. The system controller was functionally tested and passed. The system controller was run for an extended period on the mock loop and no atypical alarms or issues were produced. The root cause for the atypical power cable disconnect alarms was determined to be due to wire fatigue on the brown wire in the black power cable. Root causes for the missing external serial number label and superficial damage to the white power cable were not conclusively determined through this analysis. Additionally wire fatigue on the blue and red wires in the black power cable was found incidentally during investigation. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshooting power cable disconnect and low voltage hazard alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.